Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) noted that the device was not inflating properly. Cycling difficulty and reduced fluid transfer to the cylinder were observed. As a result, the tenacio pump was explanted and replaced. No additional information was reported.